Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector due to a pinhole in the universal cord, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "1.4 precautions: warning ·perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." The user can handle the suggested event by following the IFU (operation manual) below. "5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Full name of the facility is (B)(6). This device has been repair twice in the past year, once in may 2022 and then in jan 2023. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that an e315 scope error message was received for the device. /this is attributed to the water invasion in the scope connector causing electrical continuity error. Other observations for the device: due to a pinhole on universal cord, water tightness is lost; plug unit has corrosion; electrical connector had fluid invasion and corrosion; scope cover unit has discoloration; switch box, image guide protector, and connecting tube have a scratch; switch (sw) sw1 was swollen; and light guide lens has fluid invasion inside and turned yellowish. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for a diagnostic enteroscopy procedure an e315 scope error, a scope communication error message was received for the device. There is no patient involvement. The intended procedure was completed with another similar device without any delay.